Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. It was not reported if the patient was hospitalized. Treatment for the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain. One day after onset, the patient (pt) was treated for 2 days with vancomycin (2g, ip-intraperitoneally) followed by maxipme (2g, ip) for two more days and then with vancomycin (1,5g, IV -intravenously). Four days later the patient?s treatment was vancomycin (1g, IV). Twelve days after onset, the pt recovered from the peritonitis. At the time of this report dianeal was ongoing.